Event description:
It was reported that the device exhibited inappropriate measured battery data of 2.74 v, 10 ua, 1 kohms. At a previous follow-up in july 2005, the measured battery data was 2.64 v, 10 ua, 12 kohms. Two years previous, it was 2.78 v, 11 ua, 1 kohms. The outputs had not been changed in several years. The patient was not pacemaker dependent. Scheduled follow-ups will continue.